Event description:
It was reported that when the surgeon attempted to cut the suture, the distal end of the suture cutter broke. Some of the components were removed. The remnant pieces were left in the soft tissue. No patient injuries were reported.

Manufacturer narrative:
One open suture cutter was returned for evaluation. The device is nearly eight years old. Visual assessment showed a portion of the tip has broken off. The outer tube is dull and is heavily gouged where it bisects the suture slot. This condition would require the use of excessive force to cut. Excessive force can result in instrument failure. No root cause related to the manufacture of the device can be established. New information regarding UDI was added. New information regarding to correct lot number was received.